Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant because the patient had allergy. No further information was provided.